Event description:
It was reported the powerseal device exhibited a seal error. This malfunction occurred during a therapeutic gastrectomy procedure. The procedure was completed with an olympus back up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the seal cycle was completed without errors during the functional inspection. No problem was detected. A visual check revealed no abnormalities, and the devices functioned as intended. A functionality test was performed by activating the subject device on a saline-soaked tissue to confirm functionality. No issues were identified during the test. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.